Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited dislodgement and was pacing in the right atrium (ra). The lead was ex planted and removed. No patient complications have been reported as a result of this event.